Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2017865-2020-09664, related manufacturer reference number: 2017865-2020-09665. It was reported that the patient presented to the clinic for a routine follow up. There it was observed that the patient had a pocket infection. The entire system, including the pacemaker, right atrial lead and right ventricular lead were explanted on (B)(6) 2020. The patient was recovering after the procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.